Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, latch is broken on the ultrasonic air bubble sensor. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The unit was repaired in the field. The suspect latch assembly will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.